Manufacturer narrative:
Date of event was unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that it had issues in maintaining temperature and it sounded like the water pump was going out. There were unknown patient harm or adverse events reported as a result of the event.

Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was not duplicated. The device worked as intended. No action will be taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.